Event description:
Patient reported obtaining back-to-back blood glucose results of 204 mg/dl, 136 mg/dl, and 81 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient performed quality control tests on the suspect device; the level 1 control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.